Event description:
This event was captured based on literature review of the article: comparison of zotarolimus-eluting stent and everolimuseluting stent for vascular healing response: serial 3-month and 12-month optical coherence tomography study. This is a prospective study to compare the neointimal response between zotarolimus-eluting stents (zes) and everolimus-eluting stents (ees) at 3 and 12 months using serial optical coherence tomography examinations. Sixty patients who underwent follow-up optical coherence tomography (36 xience stents) were included. Neointimal coverage and malapposition were evaluated using a strut-based analysis at both 3 and 12 months. Neointimal hyperplasia area and thrombus were assessed. Clinical outcomes were as follows: malappostion at 3 months: 2.2%; thrombus at 3 months: 1.3%; malappostion at 12 months: 0.65%; thrombus at 12 months 1.9%. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication (04/12/2013). Date of implant estimated as one year prior to publication (04/12/2012). Patient age estimated as 77 years. Patient gender estimated as male. The adverse patient effect referenced is being filed under a separate medwatch report number. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Article - comparison of zotarolimus-eluting stent and everolimuseluting stent for vascular healing response: serial 3-month and 12-month optical coherence tomography study.